Event description:
The pump was sent in for service where a failure code 810:11 was found during the evaluation process. The reporting facility's biomedical engineer stated that no patient injury or medical intervention was involved with the pump.